Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the events, (1) ¿foreign material in the nozzle at distal end¿ and (2) ¿foreign material on the c-cover at distal end¿, were confirmed. The foreign material could not be specified nor the root cause of the foreign material in the device. For phenomenon (1), the reprocessing was conducted in accordance with IFU. For phenomenon (2), it was unknown if the reprocessing was conducted in accordance with IFU from the obtained information. It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to clogging of nozzle, no air was fed, c-cover had foreign objects, due to wear of angle wire, bending angle in up direction does not meet the standard value, a-rubber had discoloration, adhesive on a-rubber had white-clouded area, due to clogging of nozzle, no water was fed, connecting tube had a scratch, connecting tube had a dent, connecting tube had discoloration, upward/downward knob had corrosion, and universal cord had a scratch. Cds (cleaned, disinfected, sterilized) questionnaire was completed by customer as follows: the customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle/channel was flushed with detergent solution. There were no other concerns with reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Olympus was informed that the gastrointestinal videoscope had poor air supply. The event was found at preparation for use. The device was returned for evaluation. During the device evaluation, it was found that the nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.